Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 29 mg/dl. Reportedly, the customer inadvertently entered the bg level value in the carbohydrates field, and subsequently delivered a 20 unit bolus. Bg was treated with liquid sugar, and consumption of carbohydrates. Reportedly, customer left the ER with customer in stable condition (bg 200s mg/dl).